Event description:
It was reported that during a ptca/stent procedure, the balloon did not inflate when pressurized. After no inflation was observed at 8 atmospheres, the indeflator was purged to ensure that contrast was in the device. The device was pressurized again to rbp without inflating. No pt injury was reported from this procedure. This report is being made based on investigative findings.